Event description:
It was reported that, "the implant was loose and it had to be replaced with an implant of one of our competitors. Surgeon told pt that his knee needed to be replaced because he was allergic to nickel and that is why his knee regretted in his body." The exact implantation and explantation date was not provided, however, it was indicated that the reported devices were implanted in (B) (6) 2007 and explanted (B) (6) 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The catalog number and lot code for the reported device was not provided. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.